Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination of the reloads noted that each unit was partially fired. Staple pushers were visible at the 5cm cut lines indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lobectomy procedure, the device was fired two times. On the third firing, only a few staples were fired. The same issue happened with the next reload. Another handle was opened and a straight reload (without a curved tip) was used and it was fired successfully. No patient injury or extension in surgical time. The devices will be returned for analysis.